Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral retrograde approach. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. An 8.0mmx60mmx135cm sterling balloon catheter was advanced for post-dilation after an epic stent was implanted. During dilation, the balloon ruptured upon first inflation at 6 atmospheres for 20-30 seconds. The rupture was observed in the tip side from the center of the balloon. The device was removed without any problem and replaced with a new sterling balloon catheter. The procedure was completed after a final confirmation using an intravascular ultrasound. No complications were reported, and the patient was in good condition after the procedure.